Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The product return included the loading catheter, the barrel with 2 bands still in place, the handle, and the irrigation adapter. Visual inspection of the returned product found three constricted deployed bands laying in the opened tray. The sixth band was not included in the return. The handle returned was in the 2-way position. The trigger cord was examined and all 12 deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician prepared a cook 6 shooter saeed multi-band ligator. The physician detected the bands were off the device during preparation [premature band deployment]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Occupation: non-healthcare professional. The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
In preparation for a procedure, the physician prepared a cook 6 shooter saeed multi-band ligator. The physician detected the bands were off the device during preparation [premature band deployment]. This occurred prior to patient contact; there was no impact to the patient.